Event description:
During service the pump powered on with failure code 807:01. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.